Event description:
It was reported that when the right ventricular (rv) lead was being implanted, the patient experienced severe tricuspid regurgitation. It was reported that the rv lead dislodged multiple times during implantation. The rv lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.